Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod was giving the patient insulin, that he was not asking for, which caused blood glucose levels to drop to 40 mg/dl. Medical treatment was not required. Patient stated they consumed a coke, cookie and candy to raise their blood glucose levels. The patient reported this occurring twice. The first event is captured under insulet report reference number (B)(4) and the second is captured under insulet report reference number (B)(4).